Event description:
Started feeling tightness in breasts, cramping, ultra sensitive, nipples. Overall dull pain in breasts. Has precipitated since and has continued to grow in length of occurrence, time of presence and strength. FDA safety report ID# (B)(4).